Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was experiencing low flow alarms and a pump stoppage. The system controller was exchanged with another system controller, but the alarms continued. The patient was at a set speed of 8000 and would drop down to 1600 rpm. The patient was not symptomatic, but did have pneumonia. A percutaneous lead continuity test was requested and the manufacturer's technical services representative conducted a percutaneous lead distal end replacement according to procedure.

Manufacturer narrative:
The manufacturer was unable to conduct an investigation of the device as the patient remains on going with the implanted device; however, the report of low flow and reductions in pump speed was confirmed based on the evaluation of the replaced portion of the percutaneous lead (lead) that was returned for evaluation. Approximately 9 inches of the external portion/distal end of the percutaneous lead was returned for evaluation. The analysis of the returned portion of lead revealed that the red wire was fractured at the terminus of the bend relief and as a result, the underlying wire conductors were exposed. The characteristic of the disruption appeared consistent to fatigue failure as a result of repetitive flexing of the lead in this location. The reported low flow alarms and reduction in pump speed would have occurred as a result of the exposed conductors of the red wire contacting th braided shield and shorting to ground while the patient was supported by the power module. No further information is available. The manufacturer is closing its file on this event.